Manufacturer narrative:
The condition of false air detected alarm was confirmed through evaluation. The root cause has not been determined. No repairs were made to the device due to estimate refusal by the customer. (B)(4)

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
During product evaluation by baxter a colleague infusion failed 2-min. Run test (air detected alarm)and was found to be a false alarm. No patient injury or medical intervention occurred. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.